Event description:
Boston scientific received information that this patient had atrioventricular ablation (av) and the device was pacing at 100 percent. The health care professional (hcp) was a concern why it goes down after 15 beats. Boston scientific technical services (ts) discussed reason of the event and the normal device behavior. Further, systemic infection has also been identified and the hcp was concerned about its potential impact to device. Attempted to obtain additional information but the field representative could not provide any further information about the event. No additional adverse patient effects were reported. The product remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.